Manufacturer narrative:
Correction to fu #2 MDR in blocks h6.

Event description:
It was reported that the patients implantable pulse generator (ipg) had infection, and the spinal cord stimulator (scs) paddle lead had migrated. The patient was administered with antibiotics. Additional information was received that the physician assessed the incision of concern and it was healing appropriately. No further action will be taken for lead migration. The patient was doing well upon follow-up, and good pain relief was noted.

Event description:
It was reported that the patients implantable pulse generator (ipg) had infection, and the spinal cord stimulator (scs) paddle lead had migrated. The patient was administered with antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) had infection, and the spinal cord stimulator (scs) paddle lead had migrated. The patient was administered with antibiotics. Additional information was received that the physician assessed the incision of concern and it was healing appropriately. No further action will be taken for lead migration. The patient was doing well upon follow-up, and good pain relief was noted.